Manufacturer narrative:
This device was called in twice and was investigated under (B)(4). The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 01/13/2022 it was reported by a facility representative via sems that an ar-6480 display pressure fault issues. This was discovered during use in a procedure. Requested additional information.